Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that she was in the hospital for an event unrelated to diabetes. The customer's blood glucose reading was checked with her contour next one meter, which gave a reading of 94 mg/dl. The customer was experiencing symptoms of hypoglycemia such as vertigo. A repeat blood glucose testing was performed with the hospital's meter and a reading of 54 mg/dl was obtained. The customer was given juice after which she recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next one meter was tested with the in-house contour next test strips from lot # 0cped03a, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.